Event description:
It was reported that the patient presented during clinical follow-up. Interrogation of the implantable cardioverter defibrillator noted pseudo fusion causing post-sensed t wave oversensing. Programming changes were performed. There were no patient consequences.